Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassettes were visually inspected and no obvious defects were found. A console representing the current software version was used to test the samples. The samples primed and successfully passed functionally testing for aspiration flow. No system message code was generated during testing. No anomalies were observed that would cause or contribute to the reported event. It is important to note that the customer acknowledged using the suspect cassette on another patient. It has been found in lab testing that improper use of any single use product may contribute to the customer¿s reported event. The directions for use states that products are validated for single use only and should not be reprocessed or reused. The customer should be reminded the fluidics management system (fms) cassette is a single-use device designed for one surgical procedure. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has been determined that the samples functioned per specifications; therefore, no corrective action is required at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the error of poor aspiration was occurred during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.